Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream (us) occlusions for no reason, air in line (ail) for no reason, had challenges with 24" head height during patient infusion. They could not take their medications out of the refrigerator early because they get in trouble if they do not scan or hang vancomycin or vasopressin right away. The events occurred during medication treatment at unit 9e in critical care unit (ccu). There was no known patient injury or medical intervention associated with this event. No additional information is available.